Event description:
It was reported the patient had surgery to move the pocket from posterior to abdomen due to patient discomfort. During the surgery, the lead was damaged. Pre-op, all impedance and stimulation was fine. The last impedance check during the surgery showed that #15 "was out". The lead appeared cut 360 degrees and approximately 2 inches from the lead/extension connection. The hcp opted to retain the lead using medical adhesive covered by an anchor to help secure the wires and avoid additional breakage until the lead could be changed out. No further outcome was reported.